Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery: lobectomy. Was buttressing material used: no. Are photos or video available: yes. Were any issue noted during firing (higher force to fire, unexpected noises): I was not at the operating room when the doctor fired so I do not have specific information about this. I also asked the doctor if there was any issue happened and he said the staple was stuck in the first firing. He then opened the staple as the instruction. Was a blood transfusion required: yes, about 1,9l blood. What is the current patient status:still under doctor's supervision at ICU. Intra-operative photos were received. The pictures provided show what appears to be tissue, the tissue is being held by tweezers above a plastic cup. There seem to be some staples present and formed, the staple line appears to be complete. However, based on the picture alone, no conclusion could be obtained. Based on the photographic evidence the cause of the complication is unknown. It is possible that tissue thickness may have played a part in the outcome. Device and cartridge analysis may provide the evidence necessary to determine the root cause of the complication.

Event description:
It was reported that during a lung parenchyma dissection procedure, the staples on the reload came apart about fifteen minutes after closure. The patient was hospitalized. It is unknown what was used to complete the procedure.